Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced loss of sensor readings on the ilet system; troubleshooting indicated a dexcom g7 continuous glucose monitor (cgm) pairing failure and the user was guided to re-enter the sensor code and restart the sensor. Symptoms included absence of cgm glucose values. Outcomes included temporary interruption of insulin dosing automation with a dosing stop alarm expected to clear once cgm data is received. User support included device connectivity verification and guided re-pairing steps for the cgm within device settings. Investigation of this case revealed that the ilet maintained connection while cgm pairing was not established until reconfiguration, consistent with a pairing or setup issue of the cgm interface. It was concluded, based on previously established findings for similar reports, that user-guided reconfiguration resolved a pairing failure consistent with use-related or intermittent connection issues.